Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - h6.

Event description:
Related manufacturer's reference number: 2017865-2021-29616. It was reported that the patient presented in clinic for a lead extraction. It had been discovered that the right atrial lead was exhibiting noise. During the patient pre-op it was noted that the implantable cardioverter-defibrillator was eroding. To avoid the possibility of infection the physician opted for a full system explant. The patient was recovering.